Manufacturer narrative:
(B)(4). Investigation results: visual evaluation of the returned device found that the cutting wire was melted and slightly blackened. Additionally, the tip end was also slightly blackened and the working length was twisted. The complaint was consistent with the reported event of cutting wire broken, so it is most likely that an excess of voltage applied during the procedure could cause the failures noted. Based on the device condition, the most probable root cause of this complaint is operational context since due to anatomical/procedural factors encountered during the procedure the performance of the device was limited. A DHR (device history record) review was performed and no deviation was found. A search of the complaint database confirmed that no similar complaints exist for the specified batch. A labeling review was performed and there is no evidence that the device was not used in accordance with the labeling.

Event description:
It was reported to boston scientific corporation that a microknife rx 3l needle knife was used in the duodenum and ampulla during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2018. According to the complainant, during procedure, when the needle knife was removed after the cut, the tip of the needle knife detached and remained in the tissue. The detached needle was successfully retrieved using forceps. The procedure was completed with a different device. There were no reported patient complications due to this event. The patient's condition at the conclusion of the procedure was reported to be stable.